Event description:
It was reported that the patient had a fallen bladder. There was also a loss of therapeutic effect with symptom return. The patient was urinating every 5 minutes. She had a urethra ring inserted. No outcomes were reported regarding this event.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# va08myg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# va08myg, implanted: (B)(6) 2013, product type: lead. (B)(4).